Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), upon the delivery of the crown, xray shows radiolucency around the implant and mobility. The implant was removed.